Manufacturer narrative:
The system was examined and the reported event was not replicated. Various components were replaced for diagnostic purposes. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 24, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, the system shut down on its own. The power cord was reinserted and surgery was completed with no harm to the patient. A sample is expected to be returned.